Event description:
Additional information received reported that the patient still had concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va08ezp, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a cystoscopy with bladder hydrodistention. No components were involved in the event as the surgery did not involve the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had bladder surgery a week ago today. The patient met with their manufacturer representative after the surgery. The patient was in rough shape after the surgery. When asked if the surgery was related to the implantable neurostimulator (ins), the patient stated it was a bladder surgery, but it didn¿t affect the unit. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.